Manufacturer narrative:
A ge service representative performed an on site investigation, the malfunction was verified. Investigation indicated that the igbt snubber board was blown. Replaced snubber board and system functioned as intended. Placed the system back into service.

Event description:
It was reported that the 9800 system had no fluoro, a low ma error and the left monitor screen went blank. There was no report of patient injury.